Manufacturer narrative:
Pump received with cracked bleeding lcd. Unable to verify software version and performed the displacement test due to cracked and bleeding lcd noted. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicated that the screen has a black dot on it. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.